Event description:
The user facility reported that a water hose from a s1e processor had disconnected, resulting in flooding in the room where it was located and the adjacent hallway. No injuries were reported.

Manufacturer narrative:
A steris service technician went on-site and inspected the system 1e and found the factory crimp elbow fitting separated on the hose from the pre-a&b filter. The technician could not verify the amount of water as it was cleaned up prior to his arrival. The technician replaced the hose, tested the unit and returned it to service. The technician took a pressure reading and noted the pressure was at least 100psig; the technician informed hospital engineering personnel that the pressure should be corrected to 50-60 psig as stated in the equipment operator manual. The unit was installed on (B)(4) 2011 when the water pressure was recorded at 57 psig.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).